Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 7 in the mouth, it had not yet achieved integration in type ii bone. Clinician reports this smoking patient has periodontal disease and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 7 in the mouth, it had not yet achieved integration in type ii bone. Clinician reports this smoking patient has periodontal disease and a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.